Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 421 mcg/day in flex dosing mode) via an implanted pump. It was reported that the pumphad frequent motor stalls occurring almost daily. The patient and the hcp denied any mris or any other known cause for the frequent motor stalls. There was no known reason. The pump was replaced. It was indicated that the issue was resolved, and the hcp would have no further information regarding the event.